Manufacturer narrative:
(B)(4).

Event description:
A shocking or jolting sensation was reported. No other details were indicated. Additional information has been requested, but was not available as of the date of this report.